Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and loss of capture (loc) at maximum outputs when programmed in unipolar configuration. Additionally, the patient experienced twitching that was unknown if it was related to pain or diaphragmatic stimulation. Fluoroscopic imaging revealed no obvious cause for the loc, however, a lead dislodgement was suspected. A revision procedure was performed. The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.